Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that issue caused due to software. A technical support specialist, deleted drawers on the server and performed sync at station resulting in the disappearance of the failed hardware icon. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, several cubies that are not recognized on the bus. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.